Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm is 50 mm in diameter, proximal neck 23 mm and distal neck is 25 mm in diameter, with length of 7.8 mm. Neck angulation appears to be about 30 degrees. Pre-operative ambi-internal iliac coil embolization. The bifurcated stent graft was implanted from the left access and the contralateral from the right. It was reported that a type ia endoleak was confirmed after evar. Although the touch-up reduced the leakage flow, the endoleak did not completely resolve. No further procedure was performed. The patient is being followed by the physician. The physician commented, this is a severe case, so it is difficult to avoid an adverse event. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; off-label short neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; off-label short neck).